Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. Respiratory rate trend (rrt) noise and oversensing were observed on the ra channel. Inappropriate atrial tachy response (atr) episodes were observed. The rrt feature was programmed off, along with daily measurements. The non boston scientific left ventricular (lv) lead also exhibited pace impedance measurements of greater than 3,000 ohms. The lv lead was noted to have been capturing. Technical services (ts) discussed possible reasons for the high out of range impedance measurements. The lead remains in service. No adverse patient effects were reported. Additional information was received that states isometrics testing was performed which did not re-produce noise or high impedance measurements. The cause for the clinical observations is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. Respiratory rate trend (rrt) noise and oversensing were observed on the ra channel. Inappropriate atrial tachy response (atr) episodes were observed. The rrt feature was programmed off, along with daily measurements. The non boston scientific left ventricular (lv) lead also exhibited pace impedance measurements of greater than 3,000 ohms. The lv lead was noted to have been capturing. Technical services (ts) discussed possible reasons for the high out of range impedance measurements. The lead remains in service. No adverse patient effects were reported. Additional information was received that states isometrics testing was performed which did not re-produce noise or high impedance measurements. The cause for the clinical observations is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. Respiratory rate trend (rrt) noise and oversensing were observed on the ra channel. Inappropriate atrial tachy response (atr) episodes were observed. The rrt feature was programmed off, along with daily measurements. The non boston scientific left ventricular (lv) lead also exhibited pace impedance measurements of greater than 3,000 ohms. The lv lead was noted to have been capturing. Technical services (ts) discussed possible causes for the high impedances. The lead remains in service. No adverse patient effects were reported.